Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation the reported complaint was not confirmed all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: unknown because serial number is not available. Lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a small spot on the intraocular lens (iol). The surgeon tried to remove the spot but scratched the iol, the spare iol also had a spot but this was flushed away during surgery. No serial number for the spare iol is available. Reportedly, there was no patient injury, no surgery delay. No further information was provided. The customer experienced issues with two zcb00 lenses. A separate medwatch report will be filed for each lens. This report is for the spare lens (second lens), serial number unknown.